Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset process without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred.